Manufacturer narrative:
Additional narrative: the reported condition of "reservoir ruptured" could not be confirmed due to sample unavailablility per the customer. Should the sample or additional information become available, a follow-up report will be submitted. (B) (4)

Event description:
It was reported to baxter us that a customer had noticed the reservoir of the two day infusor had ruptured when she got home. The device was filled with 5-fu. There was no report of patient injury or medical intervention in association with this report. No additional information is available.